Event description:
Customer reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: 64 mg/dl (aviva) and 20 mg/dl (emt's meter) customer's son found her passed out, so he called the emt. Son tested the customer's blood sugar on her meter and obtained a reading of 64 mg/dl. The emt tested the customer on their meter at 20 mg/dl. Customer was treated with a glucose IV and taken to the hospital, where she was admitted and stayed for three days. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.